Manufacturer narrative:
Side rail assembly.

Event description:
It was reported by service report that the footend siderail was stuck in the down position. No pt involvement or adverse consequences were reported.